Manufacturer narrative:
The complaint # was incorrectly reported as (B)(4) and should have been reported as (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that during startup pf the device an "safety-s" error occurred on the rpm. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation and found defective pump control board. The defective pump control board was replaced and device worked as it should. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).